Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin squirting during priming rather than a slow drip. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had rejected new battery, slower during rewind, motor sounds labored and unexplained no delivery alerts not due to site issues. The insulin pump will not be returned for analysis.